Manufacturer narrative:
Correction made to date of death.

Event description:
During the transfemoral tavr procedure, post valve deployment the patient became hemodynamically unstable and ultimately expired. Initially, the patient was intubated, prepped and draped in a normal fashion. The groins were accessed in normal fashion for a tavr with pacing lead in the left femoral vein, pigtail in left femoral artery and 18 fr esheath in right femoral artery. The esheath access was inserted with ease over a lundequist wire and there was no issue passing sequential 18, 20 fr dilators then the 18 fr esheath. The annulus was crossed in a normal fashion with no complications. The curve of the wire sat well in the outer curve of the lv with no kinks or bends in wire. Bav was performed without issue using the 23 x 4 mm edwards bav balloon. The 26 mm sapien xt was advanced and crossed the annulus easily. The device was deployed without issue under rvp. Post deployment the valve looked to be in good 60:40 position angiographically. There was mild-moderate pvl seen in the non-coronary cusp side by tee. The pressure was dropping so epi was administered. The pressure rose back and it was decided to do a post dilation with +1cc and this was done without issues but the pressure did not appear to be coming back as well as previously after valve implant. CPR was initiated and medications were given to raise the pressure. The patient¿s hemodynamics did not improve and cardiopulmonary bypass (cpb) was initiated. Multiple failed attempts were made to get the pressure back using a combination of CPR, cpb and meds. The patient went into v-fib twice during this time. The patient expired despite a well planned and executed team approach to save her after what would have been deemed an uneventful and well executed tavr procedure. The cause of the pressure drop was not confirmed but it was suspected that the lundequist wire may have forced the bav balloon and delivery system to the outer wall of the aorta causing ascending aorta vessel damage. On tee, a hemotomatic area in the ascending aorta could be seen. It could not be determined if it was caused by the device manipulation or aggressive CPR.

Manufacturer narrative:
Additional information:provided regarding the case confirmed the pacing runs had been normal, 8 seconds each. The ascending aorta vessel damage was a fluoroscopic finding post implant after the patient had not recovered well. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per report, the cause of the pressure drop was not confirmed but it was suspected that the lundequist wire may have forced the bav balloon and delivery system to the outer wall of the aorta causing ascending aorta vessel damage. On tee, a hemotomatic area in the ascending aorta could be seen. It could not be determined if it was caused by the device manipulation or aggressive CPR. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.